Event description:
Upon further review, battery pack capacity updates are not triggered during normal pump operation, causing accumulation of battery capacity errors which result in faulty pump battery alarm handling. This can lead to an unexpected, uncontrolled pump shutdown. An internal investigation has been opened to address this issue.

Event description:
Biomed reported: "pump shut off in the middle of infusion of a pressor in a critical care unit causing patient bp to drop. Pump was connected to ac power during event." Injury/adverse reaction: yes. Infusion stoppage: yes. Drug being used: norepinephrine. A review of the pump logs shows that the pump incorrectly measures battery status - battery fully depleted and pump not connected to mains or charger. Log review did confirm that the pump did shut down during an active infusion process while giving the customer one notification that the battery level was reaching a low power state. The customer claimed that the pump was attached to a charging bracket during this event, but logs indicate that the pump was not connected to a charging bracket and was running off battery power. Reporting due to the referenced technical issue; adverse effects were reported. More information is needed to complete the investigation.

Event description:
The device was returned due to battery errors. Unit turned on without any alarms. Log files indicated electrical hardware failure (battery 1). Verified voltage at power entry pcba and main pcba. Battery packs will be removed and replaced during repair process due to battery 1 failure and high cycle count (counter reset). Internal investigation found sticky loading pins and lip seals will be removed and replaced. No other internal damage found.